Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the iliac vein. A 14x90/9fr 75cm wallstent endoprosthesis was selected to use. However, during the procedure, the tip of stent strut was lifted up and bent when flushing and could not be withdrawn for deployment. The procedure was completed another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a 14x90/9fr uni plus 75cm stent was received for analysis. The device was received with the stent partially deployed on the on the delivery system. A visual examination found the distal stent wires to be damaged. No other issues were noted with the stent. A visual and tactile examination found the shaft of the device to be kinked at approximately 50mm distal of the main t-connector. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues with the tip of the device.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the iliac vein. A 14x90/9fr 75cm wallstent endoprosthesis was selected to use. However, during the procedure, the tip of stent strut was lifted up and bent when flushing and could not be withdrawn for deployment. The procedure was completed another of same device. There were no patient complications reported and the patient status was stable.